Event description:
Pt had acl (anterior cruciate ligament repair) of rt. Tourniquet used. 3m arthroscopy pump used. After acl was completed, the surgeon noted that the calf of the pt was firm & a dx of component syndrome was made. The pt. Had immediate four compartment fasciotomy of the lower leg. These wounds were left open overnight & the pt was returned to surgery the next day for another procedure to close fasciotomy wounds.